Manufacturer narrative:
The customer-reported noise coming from the driver was not confirmed, nor was it reproduced during investigation testing. The customer-reported inappropriate waveform with decreased cardiac output was confirmed via review of the patient data file and logged waveform data, however, the decreased cardiac output was not reproduced during investigation testing. The inappropriate waveform was reproduced during investigation testing and the root cause was determined to be a malfunction of the left pilot valve. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(6).

Event description:
The customer, a syncarida certified hospital, reported that the companion 2 driver exhibited an unusual noise, decreased cardiac output and inappropriate waveforms. The customer also reported that the patient was subsequently switched to the backup driver without any reported adverse patient impact.